Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stent treatment procedure stent damage and removal difficulties occurred. The target lesion was located in the "tight" ostial saphenous vein graph (svg). The lesion was predilated with a 2.5x15mm maverick and then a 6.0mm non bsc wire was inserted along with a 5.00x32mm liberte monorail coronary stent delivery system (sds). The wire and the sds were unable to cross the lesion so the physician began to bring the device back out and the stent got caught on the non bsc guide catheter. It was noted that the guide catheter was not seated coaxley in the svg. The liberte stent strut was flared and the stent was partially moved on the sds so the physician removed the guide catheter leaving the liberte stent and non bsc wire in place. The physician exchanged the non bsc guide catheter for a 9 french sheath and then used a snare for precaution to remove the whole system. The physician was able to successfully remove everything and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "fine."